Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the clinic for troubleshooting, a merlin transmission revealed the device was in backup vvi mode. The issue was resolved by installing a device download.